Event description:
Review received on (B)(6): "seems like they are only good for people who have gaps between the teeth! If your teeth are within normal proximity to each other, this floss gets stuck and won't come out. Never had this issue before with any floss! A family member pulled out his crown trying to floss with these!!!" No contact information provided.